Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated and was getting an out of telemetry noise/pulse generator not identified message. Technical services was contacted and provided troubleshooting options. It was suspected that the device has already been replaced however, this could not be confirmed. No adverse patient effects were reported.